Event description:
Customer reported that pump screen was dark and would not turn on. Blood glucose level was reported as "high," indicating an impact, though the specific value was unknown. Customer administered a correction bolus via the pump. Technical support provided guidance to troubleshoot the issue, which led to the screen turning on after the pump was plugged into a known working power source. Customer confirmed that the wake button was functioning properly and acknowledged that the pump was operating as intended without being connected to a power source.